Event description:
It was reported that the plunger sensor was not working. When plunger was closed it would not read it as closed. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump had a "check plunger sensor" error in the ehl was found to have a damaged downstream occlusion (dso) seal and defective dso sensor. The cause of the customer reported problem was contamination of oil throughout the interior plunger casing assembly and on the plunger sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the plunger printed circuit board (pcb) and additional plunger parts were cleaned to remove the oil from the assembly.